Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. "After nearly 12 months of successful implant, patients incontinence returned." The cuff was resized and replaced. Additional information received states the patient experienced a gradual return of incontinence over the last couple of months. A 5.0cm cuff as explanted and a new 4.5cm cuff was implanted.